Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) and healthcare provider indicated that during the patient¿s trial procedure, the lead was having an issue ¿connecting¿ with electrode 3 and 4. They stated that the physician chose to replace the trial lead, in order to make sure the patient had a good trial. It was noted that when the physician removed the lead, they commented that there appeared to be a little bit of blood in the middle of the lead. After replacing the lead with a new one, all connections were good. The rep stated that the patient had a successful trial and will proceed with the implant. The rep will be returning the unused lead to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 977a2, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a2. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with a wireless external neurostimulator (wens) for an unknown indication for use. It was reported that the rep stated that they had two electrodes that were red on the connectivity check. The rep stated that the first time they ran the connectivity check , all electrodes were green. The medical doctor then had to move the right lead and took it out of the wens. After adjusting the position the rep stated that they got red x¿s on the 11 and 12 contacts. They switched the lead in the wens to the other port and got only electodes 3 and 4 as red. The medical doctor wiped the lead and wens and pushed the lead down into the wens and that did not resolve the issue. When a full impedance was run just the two electrode were high at 40,000 ohms. The rep stated that they programmed without the two high electodes and they were able to get the patient to feel the stimulation in the correct location. Technical services reviewed possible steps with the caller. The rep then had to disconnect the call as they were in the case. No symptom swere reported. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.